Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to reproduce the issue. The lcd cable connector is likely to be in poor contact. Replaced lcd cable operation confirmed.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on patient, cs300 intra-aortic balloon pump (iabp) had screen display failure. There was no patient involvement.